Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date are unknown. The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Internal and external inspections were performed and found no issues related to the reported problem. Electrical safety tests were performed with no issues related to the reported problem identified. A one hour, simulated therapy was performed. The device's temperature and pneumatic systems were tested and calibrated. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. An event history log review was performed and found numerous low uf alarms, numerous check patient line alarms, a system error 2367 alarm, a system error 2240 alarm, and a system error 2084 alarm. The alarms occurred from (B)(6) 2013. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified error during the peritoneal dialysis (pd) therapy on the homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.